Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: rss reports that the pointer lifted up during the posterior lateral condyle registration and the doctor chose to proceed. After cuts, the result was that the knee was too loose medically and a lateral release was required to align the knee. This was a varus knee and noted by the reporter that the knee should have been tighter. When was the issue observed? During surgery. What step were they on when this issue occurred? Registration and post operative measurements. What steps did the caller or user perform after encountering this issue? Rss advised registering the point again, but doctor chose to proceed. This was the doctor's 6th case. Troubleshooting: rss would like to have log files pulled so that he can go through them with the doctor for training purposes. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No delays, no cancelled cases. Next day of surgery: unknown. No cases planned next week. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The investigation did not confirm the that pointer lifted up during the posterior lateral condyle registration, but did observe other use related issues during the procedure including not verifying checkpoints or resections during the procedure. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. The investigation did not confirm the that pointer lifted up during the posterior lateral condyle registration, but did observe other use related issues during the procedure including not verifying checkpoints or resections during the procedure. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The investigation did not confirm the that pointer lifted up during the posterior lateral condyle registration, but did observe other use related issues during the procedure including not verifying checkpoints or resections during the procedure. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.